Event description:
An authorized service center (antigen pharmaceuticals) for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that the pump had a "low delivery". There is no report of pt injury.